Manufacturer narrative:
Information contained in this record was previously submitted thru 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified curved opening, around one fourth of the shell is missing and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved striated opening on anterior side assessed as surgical damage and broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is that a broken shell with striated edge and a curved striated opening assessed as surgical damage was found with a missing shell that is assessed as inconclusive. The reason for reoperation was rupture and implant malposition. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "rupture of implant upon opening of pocket and intention of surgery was for adjustment of implant position¿ on right side. The device has been explanted.